Event description:
It was reported that the (B)(4) concentrator is alarming. It was discovered during repair that the sieve beds are leaking and the manifold valve is contaminated. Per repair statement unit is alarming.